Manufacturer narrative:
Philips service replaced the ad7x cable set swivel and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that geo movements were unavailable due to intermittent ethercat disturbance on a allura xper fd20/15. The clinical use of the system was in use. There was no reported patient or user harm.